Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic minimally invasive esophagectomy. While trying to suture, the needle disengaged from the jaws of the device. It was retrieved using graspers. No x-ray was performed. The device was difficult to toggle, load, and unload. To complete the procedure, another suturing device was opened. No patient injury or extension in surgical time. Patient status is alive, no injury.